Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - incorrect removal, failure to follow steps. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. There was no reported vessel calcification. It was reported that while deploying the device (step 3- thumb advancing), the physician raised the device to a 90 degree angle instead of a 45 degree angle and there was carving of the sheath. He completed step 4 (clip deployment) and had difficulty removing the device as it was reported to be stuck. The 'red button' (safety release button) was depressed, but the access ports were not used. After the device was removed, manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.